Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a loss of prime issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/02/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/13/2015 with the following findings: black box dates from 6/29/2015 -7/7/2015. Black box data from date of pi has been overwritten however eaw 162 loss of prime warnings with a non zero low force observed in current black box. No battery cap returned. All testing performed with a test battery cap. Pump powers with test battery cap to a dim discolored display. Audio bolus button cover has a tear in the center. Bolus button is responding. Exercised pump for 24 hours with a 1 unit per hour basal program. No loss of prime or prime related warnings duplicated. Force calibration check passes with a reading of 202. Removed pump case and disassembled pump. Force sensor pins seated and solder connections intact. No evidence of moisture or loose components inside pump.